Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusions of the investigation.

Event description:
It was reported to arjohuntleigh that during resident transfer from chair to bed utilizing maxi move passive floor lift, whilst the lifting (raising) function was pressed on the handcontrol (handset), the lift started moving up but, almost immediately, it reversed direction of motion (going down) un-commanded. The lifting function command did not respond and the lift kept going down. The assisting caregivers undid 3 clips on the sling, except for the leg support clip, attached to the spreader bar.the lift was continuing to go down towards the resident's lap. In response, one of the caregivers pushed the lift away from the resident, while another tilted the lift backward. The cargivers did not use the red emergency stop switch on the lift to terminate the un-commanded movement. No injuries were sustained neither by resident, nor caregivers.

Manufacturer narrative:
An investigation was carried out into this complaint. It was reported to arjohuntleigh by hcr manor care of gig harbor (gig harbor, (B)(4), USA) that during resident transfer from chair to bed utilizing maxi move passive floor lift, whilst the lifting (raising) function was activated on the handcontrol (handset), the lift started moving up but, almost immediately, it reversed direction of its motion and started to lower by itself. An up-movement function did not respond although being activated and the lift kept going down. The assisting caregivers unhook 3 out of 4 clips on the sling, except for the fourth leg support clip, attached to the spreader bar. The lift was continuing to go down towards the resident's lap. In response, one of the present caregivers pushed the lift away from the resident, while another tilted the lift backward. The lift was eventually laid onto the floor to undo the remaining leg support clip and freed the resident from the lift. Fortunately, no injuries were sustained neither by resident, nor caregivers. The event was decided to be reportable to food and drug administration in abundance of caution as there is a potential that similar sequence of actions taken by the caregivers in case of any uncommanded movement of the maxi move could result in a serious injury upon reoccurrence. When reviewing similar events for the maxi move passive floor lift, we have found a limited number of cases suggesting relation to the currently reported event - uncommanded lowering of the device during use. It does not exist any obvious trend for this kind of incidents. If compared to the number of sold devices and in comparison to their daily usage, the occurrence rate observed for reportable complaints with this failure mode is found low. In course of the investigation it has been tried to establish the most likely root cause of the incident reported to arjohuntleigh by our customer. The involved lift was inspected by arjohuntleigh representative after the incident. Extensive scratches, dents and paint peeling on the chassis and its legs were found. Numerous impact marks on the jib assembly were noticed as well - this can indicate on abusive use of the device (e.g. Hitting against walls, doorframes or ceilings). Functionality of the lift was thoroughly inspected - the device fully meets its specification. The handset was being operated multiple times and extensively, but any problem with this part could not have been duplicated. The hand control was functioning correctly but it was replaced as precaution measure by service technician. Both emergency features (emergency stop switch and anti-crush system) incorporated into the lift in order to stop any uncommanded movement were working correctly as well. To summarize - no obvious malfunction of the device that could have caused or contributed to uncommanded movement of the device was detected upon its inspection. It was confirmed that the caregivers did not use the emergency stop switch on the lift to terminate the unexpected movement that occurred. Please note that functionality of this emergency feature is explained to users in the maxi move operating and product care instructions (instruction for use): "emergency stop button (red):- if, in an emergency, you have to immediately stop any powered movement, (other than by releasing pressure on the control handset button or dual switch panel button), press the "emergency stop button", situated on the rear of the mast. Once the emergency stop button has been operated, the green reset button will have to be re-engaged by pressing it in, before any powered movement can be utilized." Following the presented above fact, we can conclude that the caregivers were not enough trained in functionality and operating of the device. Because of that, it is highly suggested to perform a re-training with reference to the device labeling for the facility staff (hcr manor care of gig harbor) on safe usage of the maxi move with a special attention to functionality of emergency features. The only possibility that lifting arm can lower uncommanded, with no malfunction found, is to load a spreader bar onto rigid surface/obstruction and keep lowering. This can create slack on the lift straps and if any obstruction or the lift itself is pulled away, the lifting arm will lower itself but only to the point where the lift has lowered to. There was no description of such scenario taking place by the customer. However due to our efforts and no possibility to find the exact root cause of the issue, this likely cause cannot be ruled out. Taking into account the listed below facts, it is found the device was being used for treatment of the patient when the event occurred and it was also directly involved with the reportable incident as there is a high potential that similar sequence of actions taken by the caregivers could result in a serious injury upon reoccurrence. Although the device was up to its technical specification at the time of the incident (as no malfunction that could have caused or contributed to its occurrence was detected), during the incident the device was reported by customer to activate lowering function by itself and from that perspective did not meet its performance specification. No adverse event occurred.